Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
After a few minutes working with the electrode the ceramic on the tip of the electrode gets black and the s90 creates sparks. The following information was received from our affiliate via email; there were three new electrodes being used in the same procedure. They all sparked inside the patient, nothing fell off of the devices. There were no reports if the procedure was extended. The surgeon completed the procedure with another electrode. There are only two devices being returned. See associated medwatch 's 1221934-2015-00968 and 1221934-2015-00969.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
After a few minutes working with the electrode the ceramic on the tip of the electrode gets black and the s90 creates sparks. The following information was received from our affiliate via email; there were three new electrodes being used in the same procedure. They all sparked inside the patient, nothing fell off of the devices. There were no reports if the procedure was extended. The surgeon completed the procedure with another electrode. There are only two devices being returned. See associated medwatch #'s 1221934-2015-00968 and 1221934-2015-00969.